Event description:
It was reported that a pt underwent a component separation procedure where gore bio-a tissue reinforcement was used as an onlay. Shortly after surgery, it was reported that the pt developed a hematoma which became infected. Upon reoperation, the device was observed to have separated. Pieces of the device that were not adhered, were removed. The pt is reported to be doing fine.